Manufacturer narrative:
H6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR review was not performed because the serial number was not provided. A review of the complaint database was performed which confirmed no abnormalities were reported for this part number. No clinical/medical information has been provided for this complaint. Without supporting clinical/medical documents, a thorough investigation cannot be performed. A risk assessment was performed and the complaint data will be monitored for trending. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required.

Event description:
It was reported that after a femoro-acetabular impingement procedure, the patient complained of numbness in both feet and developed compartment syndrome. The compartment syndrome was on the calf on both legs. It is unknown how the patient was treated. The patient showed a recovery trend. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.